Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), a faulty bp transducer adapter cable was discovered when completing the fiber optic test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The stm that discovered the issue replaced the bp transducer adapter cable and completed pm service. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), a faulty bp transducer adapter cable was discovered when completing the fiber optic test. There was no patient involvement, and no adverse event was reported.